Event description:
It was reported that during unpacking prior to use for a carotid stenting treatment procedure, a shaft break occurred. Details of the lesion are unknown. While unpacking, it was noticed that the shaft of the filterwire was broken. The procedure was completed with another with the same device. No patient complications were reported and the patient's status is good/stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)